Manufacturer narrative:
The reporter's product has been requested for investigation and replacement product has been sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 3.9 inr. At the same time, a venous sample was collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.5 inr. After receiving the 2.5 inr value, the patient will now take 2 mg. Of warfarin on monday and friday, then 1 mg. Every other day. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.